Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm for check IV set. The error code displayed was 242.4030. The tech recommended replacing the bottle-side pressure sensor. There was no patient involvement.